Event description:
Caller reported that the cartridge was not fitting properly on the pump. The issue did not cause the customer's blood glucose level to exceed 500 mg/dl, indicating no adverse impact. The caller was instructed to inspect and clean the pump and pneumatic tap area, remove the obstructing o-ring, and ensure proper cartridge installation. They successfully began the load process, and the customer stated they would follow up if the issue persisted.